Manufacturer narrative:
(B)(4). The sample was received, evaluated and complaint confirmed. Clampex connector was detached. The root cause was determined to be mishandling. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
This is a report received by baxter (B)(4) from a patient. The patient observed that the spike became lose during penetration of the bag of accusol. The actual samples are available. No clinical impact on the patient was reported.